Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the telescope failed to move back to its initial position. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used; however, strong resistance was encountered when moving the telescope back. As a result, the telescope failed to move back to its initial position. The procedure was completed with another with same device. The patient's condition is good and no complications were reported. However, device analysis revealed that there is an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Based on the returned condition of the device. A kink was observed in the telescope assembly from femoral marker to the proximal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at distal. Based on the x-ray images, no discernible defect could be seen. No other issues or defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).